Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7138834.

Event description:
It was reported that as the physician was placing the new lead during a revision procedure, patient's blood pressure dropped and the anesthesiologist asked that the case be aborted immediately. The new lead and ipg were taken out of the patient.

Manufacturer narrative:
Sc-1216 (sn (B)(6)). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed. The ipg did not reveal any anomalies during the external visual inspection. Sc-2218-50 (sn (B)(6)). The returned lead was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed. The lead did not reveal any anomalies during the external visual inspection.

Event description:
It was reported that as the physician was placing the new lead during a revision procedure, patient's blood pressure dropped and the anesthesiologist asked that the case be aborted immediately. The new lead and ipg were taken out of the patient.